Event description:
It was reported that there were concerns of premature battery depletion (pbd) with this subcutaneous implantable cardioverter defibrillator device. The battery longevity dropped from 41% to 15% in two months. Data analysis showed the battery appeared to be depleting more quickly than expected. Device was explanted. No additional adverse patient effects were reported.